Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The lead was capped and replaced during a device upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.